Event description:
Presented for breast implant exchange. Pt has tight capsular contractures on both breast implants and ongoing pain and discomfort in both breasts for the last several yrs. Right implant leaking; left implant intact.